Event description:
The patient had the implant of the left generator and left deep brain stimulator extension wire/lead. During post-op testing, the surgeon found that the left generator was not functioning properly. The patient was brought back to the operating room (or) on the same day. It was discovered that the left extension lead was not functioning properly. The medtronic representative was present and took the lead for evaluation. A new left extension lead was placed.======================manufacturer response for lead extension, activa deep brain stimulator (dbs) (per site reporter).======================medtronic representative was in the or and took the defective lead for evaluation.what was the original intended procedure?placement of left generator and left deep brian stimulator extension lead/wire.device #1is this a laboratory device or laboratory test?no.